Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim one of the primary concerns is that when blood is drawn back through the clave, a drop of blood is expelled, which creates a mess and exposes nurses to potential bloodborne risks, as the blood is not contained. Additionally, even after flushing with saline, visible blood remains in the connector, despite a full 10ml flush. Stagnant blood is a recognized cause of central line infections, which raises significant safety concerns. Moreover, the need for additional flushing to clear the blood increases workload and could result in unnecessary costs related to excessive saline use. If visible blood remains in the clave, it can be inferred that other fluids, such as chemotherapy, may also be getting trapped in the clave.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of customer feedback could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.